Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Customer's blood glucose (bg) level was 52 mg/dl. The customer consumed carbohydrates and reportedly the paramedics were called and they provide the customer with glucose to address the low bg. Reportedly, the customer continued to use the pump for insulin therapy.